Event description:
It was reported that a pta balloon partially detached from the catheter shaft while being withdrawn from the sheath. The device was being used for stent post dilatation in the superficial femoral artery. The pta balloon was removed in its entirety. No patient injury.

Manufacturer narrative:
The lot number is not known. Therefore, a review of the device history records could not be performed. The complaint sample was discarded by the user facility. Therefore, a sample evaluation could not be performed. The root cause for this event is unk. However, this type of event will continue to be investigated in a root cause analysis. The current IFU (instructions for use) states: warnings: if resistance is met during manipulation, determine the cause of the resistance before proceeding. Applying excessive force to the catheter can result in tip breakage or balloon separation. Precautions: if resistance is felt during post procedure withdrawal of the catheter through the introducer sheath, determine if contrast is trapped in the balloon with fluoroscopy. If contrast is present, push the balloon out of the sheath and then completely evacuate the contrast before proceeding to withdraw the balloon. If resistance is still felt during post procedure withdrawal of the catheter, it is recommended to remove the balloon catheter and guide wire/introducer sheath as a single unit.